Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was mildly tortuous and the remainder of the anatomy was tortuous. It was reported that after the bifurcated stent graft was implanted and during removal of the delivery system the tapered tip caught on the proximal portion of the stent graft. The delivery system was advanced proximally and was then able to be retracted; however, the tapered tip caught on the contralateral limb which was intentionally deployed a little higher and resistance was met at the flow divider during withdrawal. The physician torqued the device on the way out while turning counterclockwise. The device came out after the initial resistance. It was noticed that the graft cover was twisted when it was withdrawn. The removal difficulty was attributed to the tortuous anatomy. The delivery system was discarded. No clinical sequelae were reported and the patient is fine.